Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the pvad cannula and the reported event could not be determined. The center reported that the patient was admitted from another hospital, critically ill and on an ECMO circuit. The patient was taken to the operating room for a left ventricle vent. A thoratec pvad cannula was used for this purpose. The cannula was reported to have functioned as intended but the ECMO circuit ultimately clotted off and the patient expired. Multiple requests for additional information were issued to the customer but no further information was provided. Ventricle assist device (vad) instructions for use lists death as an adverse event that may be associated with the use of the vad system. Section 5.5 provides steps to minimize thrombosis and section 13.4 outlines the recommended anticoagulation regimen. Section 10.2 provides information on the cannulae. Section IV: implantation procedure contains information regarding implant and cannulation. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device¿ unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. The patient was transferred to the hospital of the university of (B)(6) from an outside hospital while being critically ill on an ECMO circuit. He was taken to the or (operating room) for an lv vent. A thoratec pvad cannula was used. It functioned as expected, however, the ECMO circuit ultimately clotted off and the patient expired. The facility does not have the serial number and it does not appear to have been returned for evaluation. Additional information was requested but not provided.